Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to pocket erosion with infection. Reportedly, the incision doesn't seem to be healing well and that the new implanted device was sticking out from chest. The technical services (ts) referred the patient to the clinic. There were no additional adverse patient effects reported. This ra lead remains in service. Additional information (ai) indicates that the patient reported discomfort, describing a sensation that the wire is coming out of the incision site, and the device appeared to be at the edge of the skin. The patient referred to the physician and advise patient that the device was fine. The technical services (ts) advised patient to seek medical care if the skin is actually opening up at incision site. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental report was created to update h6: patient codes with discomfort.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to pocket erosion with infection. Reportedly, the incision doesn't seem to be healing well and that the new implanted device was sticking out from chest. The technical services (ts) referred the patient to the clinic. There were no additional adverse patient effects reported. This ra lead remains in service.